Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.